Event description:
Failure to alarm/non-delivery reported. The pump was set to infuse lipids at an unspecified rate. A nurse who had floated to the cardiothoracic unit for a night shift reportedly gave a push medication/flush through the IV line and left a stopcock to the lipids infusion in the off position. It was noted on the dayshift that the stopcock was off to the fluid line; no delivery had occurred and no device alarm sounded. The display incremented as if delivery had occurred. The IV line remained patent and the lipid infusion was re-established. No adverse effects to the pt were reported. No add'l info was available. The specific device used in this incident was not isolated and labeled. The serial number is unknown.